Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "a system message displayed during set-up" (device displays error message). The nurse reported a system message displayed during set-up. The system was rebooted but the system message did not clear. The system was switched out and surgery proceeded. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The inlet manifold was replaced for diagnostic purposes and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)